Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) as the cylinders no longer inflated. Upon explant, a fluid leak in the left cylinder was identified secondary to a tear in the two outermost layers of the cylinder. A new ipp was implanted. No patient complications were reported.